Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7132635. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and had high impedances despite of optimizing the program. The patient underwent lead replacement procedure. The patient was doing well postoperatively. The explanted device was unable to return due to facility policy.